Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of coronary artery disease, renal insufficiency, and cerebral aneurysms. It was reported the pt had a 5cm left hypogastric aneurysm, which was ligated emergently. A 4cm abdominal aortic aneurysm was diagnosed at a later date. Although the aneurysm size was small, the pt's family insisted that the physician repair the abdominal aortic aneurysm. In 2002, the pt presented with severe pelvic pain and a mass but was hemodynamically stable. The CT scan showed that the left iliac (hypogastric) aneurysm had increased in size to 6x6cm due to retrograde fill and ruptured. The pt was surgically converted to open repair and the stent graft was explanted. It is reported that the physician believes that the hypogastric aneurysm rupture was not device related. It was reported that the pt is fine and no additional clinical sequelae were reported. The device was retained by the facility.